Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102 - 'charge profile fault') has been confirmed. Upon evaluation, power resistor r30 was damaged on the computer/analog (ca) board. The cause of the charge profile fault is the damaged r30. A damaged r30 would have prevented proper charging of the high voltage capacitors. The root cause of the damage r30 cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 102 - charge profile fault. The pt was provided with a replacement monitor.